Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was confirmed. According to the investigation, due to dirt on objective lens, the screen turns black. The root cause could not be identified. According to the investigation the most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had dirt on the objective lens. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, which shouldn't have been no information. The correct date was (B)(6) 2026.